Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot numbr is unknown.if additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm (indicating air in the set) that appeared on the home choice (hc) during dwell 5/5. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) cycled power and the hp will complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.